Event description:
A malfunction alarm with code malf 9 was reported, but it was resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again. The customer acknowledged and understood the instructions.